Manufacturer narrative:
(B)(6).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, that the patient's receiver displayed a white screen only. There was no report of injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and no observations related to the customer's complaint were found. The receiver data log was downloaded and reviewed finding a screen error alarm, in addition to firmware and hardware errors. The complaint was confirmed. The root cause could not be determined post investigation.